Event description:
While preparing for procedure, staff noted that the stryker color cuff disposable tourniquet was broken. The connector piece which plugs into the module was broken. The broken piece was not contained within the package. Unable to use. Damage must have occurred during production. Not used on patient. Device is available for evaluation purposes. Staff has not identified any other devices in this lot that was affected.